Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the device being revised. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually inspected, and leak tested. There were no visual damages or abnormalities found. The component passed the leak test. Upon functional testing, the pump did not pass activation tests 2 and 3. Based on the information available and analysis results, the pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to the device being revised. There were no patient complications.